Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00229 and tc (B)(4).

Event description:
It was reported that on the intra-aortic balloon (iab) "during insertion the doctor inserted the guidewire it was not able to cross over the wire. They use of a second guidewire, though it was noted blood comes oozing out near the helium post". Another, iab was used on the patient. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00229 and (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that on the intra-aortic balloon (iab) "during insertion the doctor inserted the guidewire it was not able to cross over the wire. They use of a second guidewire, though it was noted blood comes oozing out near the helium post". Another, iab was used on the patient. There was no report of patient death, serious injury or complications.